Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported a pt with a corneal burn. A questionnaire has been sent. It is unk at this time what the suspected cause of the corneal burn was. Add'l info has been requested, but none has been received to date.